Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was being used in dual chamber fixed rate mode with a pediatric patient who was in sinus tachycardia, the light indicators for pacing and sensing would not illuminate for the atrial channel. The patient's p-waves were 3.5 millivolts (mv) and the sensitivity was set to 0.5 mv. The ventricular sensing light was working as expected. It was reported that the atrial lead was in good working order and not the issue, and the patient's rate was below the upper tracking rate for the device. Another epg was attempted with the same results. The post ventricular atrial refractory period (pvarp) was reduced to as little as one hundred twenty, with a sensed atrial ventricular interval of one hundred forty milliseconds. When the ventricular lead was disconnected, the device would begin the atrial-ventricular sequential pace at the lower rate. The epg was set to single chamber fixed rate mode and left in place as a backup. The patient did not require pacing at the time because of the sinus tachycardia, but the health care professionals wanted the unit in place in the event of loss of conduction or sinus arrest. The epgs were returned to service by facility clinical personnel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.